Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device (B)(4) was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The compliant could not be confirmed for this device.

Event description:
The patient reported that the needle button popped out before 24 hours. The patient stated that this happened after 16 hours and patient was just walking. The patient indicated that he was wearing v-go on his thigh. The patient indicated that this is the first time this happened.